Manufacturer narrative:
The product was returned for evaluation. Visual and functioning testing were performed. All connections and pipes were checked to ensure nothing was loose and nothing unusual was observed. The device was tested for air flow at 60 psi, 70 psi and 80 psi of pressure. The device was left connected to the gas supply and cycling for 8 hours; it was checked at regular intervals and repeated the next day; the device did not go into continuous flow. The device passed all tests and functioned as expected. The device history record (DHR) review indicated that the device was sent to the service department for the same reason of continuous flow; the reported fault was not found but the rotary valve was replaced as a precautionary measure. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was inoperative and that there was only continuous flow. No patient injury was reported.